Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was used for planned treatment, and the procedure had been completed with a 20-minute delay by rebooting the system multiple times at the time of the event. The philips field service engineer (fse) inspected the system on site and confirmed that no geometry movements had occurred. During troubleshooting, the fse found an error related to the ups battery module. To resolve the issue, the fse restarted the ups and rebooted the system. After repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury and therefore reported the complaint. Since that time, new information had been received which led to the determination that this scenario was not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected because the customer completed it by restarting the system. The procedure had been finalized with minimal delay on the same system after restarting, and it was not likely to cause or contribute to death or serious injury if it recurred. Therefore, based on the investigation results, philips concluded that this complaint was not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movements via the imaging module. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.